Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced that they had not even made it to their 2nd liner, and they have had 3 teeth chipped and broken.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.